Manufacturer narrative:
No product was received for analysis. The device history record of reported lot 6101904 was reviewed, and it was confirmed that no non-conformities were reported during production. The quality inspection forms were reviewed, and it was observed that no defects were found, and the lot was released. Without the return of the product a comprehensive failure investigation cannot be performed, and a probable cause cannot be determined. If the product is returned, the manufacturer will reopen this complaint for further investigation. The service history review had no indication that the complaint was related to a service of the device within the review period.

Event description:
It was reported that while the nurse was filling the cassette, they noticed a leak from the inner flexible bag into the rigid cassette. One of the seals on the flexible bag appeared to have cracked. This occurred only once. The nurse then used a second cassette from the same lot number, which was filled without any issues. There was no patient involvement.